Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip was unable to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned separately from the device. There was evidence that the device was had been fully deployed. It was observed that lower part of the clip capsule was damaged. Additionally, the device was returned without the outer sheath. Microscope examination was performed, and it was noted that there were no failures were found on the device. Dimensional examination was performed on the bushing outer diameter, and it was found within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that both sides a and b were within specification. Further analysis was done to measure the bushing tabs and both sides had a non- similar measurement. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. An investigation is in place to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2021. During the procedure, the clip was attempted to be deployed; however, the clip was unable to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.